Event description:
Additional information received indicated that patient implant was removed (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported a loss or change of therapy. Caller said the ins did not help with the symptoms of bladder leakage. The patient is peeing all over everything and has to wear a diaper. The device was taken out. No device issue alleged.